Event description:
Reporter noted error message occurred. Unable to use system for air fluid exchange, had to manually provide air; prolonged surgery. Cancelled two additional cases for the day. Patient prognosis is unknown at this time.